Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric and de novo, 20x2.5 mm target lesion containing a significant >45 and <90 degree lesion bend was located in a moderately calcified and mildly tortuous left anterior descending artery (lad). Following predilation with an unspecified balloon catheter, a 8 x 3.00mm taxus liberté drug eluting stent was selected and advanced to treat the target lesion but was unable to cross. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube was kinked at several locations along its length. Distal stent damage was also noted where the distal struts were pushed proximally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).